Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The pump was received with intermittent button response on the act button due to moisture damage on keypad traces. The pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 313 mg/dl. The mother stated that while filling a cannula on her son's pump, the pump alarmed button error. The mother stated that the act button did not work properly. Customer was advised to call back in order to troubleshoot the high blood glucose readings.